Manufacturer narrative:
Sections updated: b.5, h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of death was due to systemic inflammatory response syndrome leading to multiorgan system failure and severe right ventricular dysfunction. The physician does not believe that the medtronic product caused or contributed to this death. The heart valve was not explanted from the patient after death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 3 days post implant of this 42mm mitral annuloplasty band, the patient died. The cause of death was not receive d. Therefore, relatedness of the death to the annuloplasty band could not be excluded. It is unknown whether an autopsy was performed.